Manufacturer narrative:
On (B)(4) 2013, the field service engineer (fse) evaluated the instrument and replaced the tubing at blood sampling valve (bsv) wire marker (wm11) rear pad fitting to resolve the issue. The fse performed verification of instrument to meet the specified requirements per established procedures. Failure mode was identified: hole in tubing at bsv wm11. No erroneous results were generated for this event. The failure mode identified is likely to cause erroneous differential results due to carryover from inadequate rinsing of the bsv or improper blood sample/erythrolyse delivery to the differential mix chamber. Evaluation of product labeling: per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The customer reported that less than 1 ml of a brown fluid leaked from the lh500 and was under the instrument. The customer could not identify the origin of the leak and the leak was not contained. The operator was wearing personal protective equipment of gloves and lab coat. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.